Event description:
A healthcare professional reported that prior to use, the doctor opened the device packaging of a enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9391499) and removed the device from dispenser hoop. The stent was found detached from the delivery wire. The device was not used in the patient. The doctor switched to a new stent to complete the surgery.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known at the time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h4, h6 and h11. Section b5: additional event information received on 24-nov-2025 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system. The replacement stent was another enterprise2 4mmx23mm® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure. Complaint conclusion: a healthcare professional reported that prior to use, the doctor opened the device packaging of a enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9391499) and removed the device from dispenser hoop. The stent was found detached from the delivery wire. The device was not used in the patient. The doctor switched to a new stent to complete the surgery. Additional event information received on 24-nov-2025 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system. The replacement stent was another enterprise2 4mmx23mm® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. The distal end of the positioning coil was slightly kinked. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the premature detachment is confirmed. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The damage on the delivery wire was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.